Event description:
It was reported that patient was experiencing discomfort with implantable pulse generator (ipg). The patient underwent explant procedure. The explanted device will not be returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.